Event description:
It was reported that during the pre-use maintenance check, the customer noticed the coupler of the hose was missing. No patient injury. No additional information is available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The reason why the coupler came off the hose was due to the customer's usage, or it was accidentally assembled with a weak force. There is no abnormality in DHR at mkom.